Event description:
The rptr is currently involved in a premarket study of a blood glucose meter. His complaint is essentially threefold. 1: he feels the meter is inaccurate. The rptr began to suspect the readings were inaccurate within days of using the device. He states he was obtained a reading of 10mg/dl without having any symptoms of hypoglycemia. Upon retest, he obtained a reading of 100 mg/dl. He has spoken with four other people involved in the study who have experienced similar problems/results. On 03-03-98, at his endocrinology appointment, the dex was tested against results obtained at the office and the dex was registering 30 mg/dl higher. 2: the rptr feels the device fails to operate properly approx 50% of the time. He states the part upon which the blood sample is placed fails to open ie jams. He also states the foil cover over the cartridge will disengage and come into contact with electronics inside the meter leading to inaccurate results. 3: the rptr has been dissatisfied in bayer's response to his concerns regarding the device and the study. He feels he, as well as everyone in the study, was inadequately warned or failed to be warned to use another blood glucose meter to check the dex results for accuracy. The rptr feels the co is busy defending the product rather than listening about a potentially life threatening situation.